Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case description: tech called in for help on several 8100 units serial # (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: confirm to tech error 242.4030 has to do with the motor stall on unit before call in he had replace ail sensor next steps to replace is the motor controller board on can lead to logic board on unit. Next unit he has when connect to 8015 the unit says channel error no code but shows line going across the screen on 8100 unit needs to first replace the display board if that does not resolve issue next is main board on unit replace. The third 8100 unit is completely dead replace main board on unit, if all issues continue on all units after replace parts then units have to be sent in for services. Tech thank me for my assist.